Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device, as excessive force was used during the firing of the needle, thus breaking the needle.

Event description:
On (B)(6) 2023, it was reported by a distributor via (B)(4) that an ar-13995n scorpion-multifire needle tip broke off and was nowhere to be found. The surgeon tried to find it while doing the arthroscopy procedure but could not find it, and the location of the missing piece was unknown. This was discovered during an unspecified procedure, with no reported patient harm. Additional information was received on 9/13/2023: it is unknown where the device broke off but is suspected in the patient. There was reported extra time delay in the procedure to look for the broken piece.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.